Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the blade screw guide sleeve was very hard to fit to the aiming arm hole but not sure if it is this one or the inner sleeve. No further information provided. Concomitant devices reported: guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity 1); blade/screw guide sleeve (part # 03.037.017, lot # 9651850, quantity 1). This report is for 1 3.2mm wire guide sleeve. This is report 2 of 2 for (B)(4).

Event description:
Updated: the reporter stated that this was used as a demo and not on a surgery. There was no patient involvement. Concomitant devices reported: unknown guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.